Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in hospital for a follow-up. Upon interrogation, it was observed that the implantable cardioverter defibrillator was post paced t-wave oversensing. Programming changes were made to address the oversensing. The patient was stable and will continue to be monitored.